Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said the charging paddle of cord were overheating, causing my internal battery and wires to become hot-over heating me. It also caused my remote to over heat and lock up. It has been resolved. I have no problems with my remote anymore. Charging time has decrease resulting in my implant not over heating anymore. Thank you for the help. I sought help 2 years ago when the problems began. I could not get the help. I was told to talk to tech. My tech said he couldn't help me. No body seemed to know what to do. This time I called my tech and left 2 voice mails.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having issues charging their implant and the issue began probably in march of 2021. Patient stated that they kept getting error messages on their controller and the implant did not want to charge. Patient also stated that the recharger relay box was getting hot, their implant was overheating, the cord near the paddle was overheating and the battery inside the controller was also getting hot. Patient mentioned that they would end up with a white screen on the controller and they would have to reset the controller in order for the white screen to go away. Patient then stated that lately they had been getting an rm03 error message. Patient noted that they have been trying to charge their implant for an hour and they have only gotten 10% charge. Patient mentioned that this issue used to happen on and off but now the issue is happening all the time. When asked for an event date, patient noted that they have been getting error messages on and off since 2021 and probably since they last called about their screen going white. Agent could not locate a case about the patients controller screen going white on them. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Analysis of the product ID 97755, serial# (B)(6), revealed able insulation is peeling away at donut end and wires are exposed and stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.